Manufacturer narrative:
(B)(4). Batch # n9364w. The device was received with no apparent damage. The instrument was connected to a gen11 passed the pre-run test. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the buttons were released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the min button was not back to the original position though the min button was released. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.